Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door and drawer had failed. The customer monitored the station for a day and didn't encounter any issues. The field service engineer remoted into the station, checked the status, and found no failures related to the drawer. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawers had failed completely. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.